Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had a 5-fu pump patient whose line got disconnected from their port. The patient clamped the line and checked the pump log when they brought it back and there was no record of any occlusion or of the pump stopping on its own. The cassette was completely empty when it should have had about 8ml remaining in it. The pump did not alarm. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 2ml/hour. Total reservoir volume was 92ml. Given was 84ml. Air detector was off. Upstream sensor was on. Length of infusion was 46 hours. Lock level was locked. A closed system drug-transfer device was used to fill cassette. The pump was used to prime the extension tubing. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: one used device was received for evaluation. Visual inspection found no damage. Functional testing was performed where the cassette was filled with 100ml of water measured with a graduated cylinder. The returned extension set was then connected to the cassette luer. The connected system was then installed onto a cadd-solis 2110 pump. A 10 ml/hr infusion rate was programmed and 10.0ml of priming was done to purge the line of air. The pump displayed a "reservoir alarm is zero" alarm. 0.5 ml of fluid remained in the IV bag. The customer complaint of over infusion could not be confirmed nor replicated. Additionally, the complaint of disconnection could not be confirmed nor replicated. A device history record could not be completed as no lot number was received.